Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Hemorrhage is a known inherent risk of endovascular procedure and is documented in our device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure event, which may have occurred as a result of the hemodynamic changes. MDR related to this event: 2029214-2017-00247 2029214-2017-00248. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one day post the liquid embolic procedure of a left frontal arteriovenous malformation (avm), the patient suffered a severe intraparenchymal and subarachnoid hemorrhage located in the left frontal lobe. The hemorrhage was identified via brain computed tomography (CT) image and no additional medical intervention was given. The anatomy was reported to have been severely tortuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.